Event description:
It was reported that the device exhibited delivery inaccuracy. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing could not replicate the reported issue; the device passed accuracy testing. The root cause could not be determined. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.